Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl due to incorrectly programming a basal rate of 8.5 units. Customer required intervention by their mother who assisted by providing carbohydrates to address low bg and monitoring the customer in order to keep them awake. Tandem technical support advised customer to consult with their healthcare provider regarding the issue.